Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy with cruciate ligament plastic surgery the pump was set to the standard value of 50 and was throttled down to 36 after it was noticed that the pressure had become independent without the value on the display having changed. Even with the value of 36, there was sporadic increased pressure build-up without the value changing or a message appearing. Due to this issue the patient has a sensory disturbance in the thigh, an odiment swelling and the circumference of the thigh has increased. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6410 lot number: 73988853, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure preset, the run button was pressed to start the machine. The device was run for 100 minutes and the pressure of the returned ar-6480 arthroscopy pump was observed to respond and function as intended. No problem was found with the pressure. It was noted during the test that the pump motor/rotating parts made a loud noise when running and the left inflow door handle was loose and would start to rise gradually rise. The cause of this can be attributed to wear and tear¿ date of manufacture: 14-nov-2018. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 84 days, 9 hours, 3 minutes.